Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check of an asymptomatic patient, a rise in atrial capture threshold was observed. Sensing values were normal. X-ray imaging showed the lead to be in position. Device reprogramming was performed.